Event description:
It was reported that the patient presented for follow up. An interrogation of the implant cardioverter defibrillator (ICD) revealed recorded episodes of inappropriate automatic mode switch (ams) caused by far r wave over-sensing. No interventions were made. There were no patient symptoms reported.